Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test (a64) twice yesterday. Customer's blood glucose at time of incident was stable. The customer used quick set, changed every 3 days. The customer was asking for new insulin pump.